Event description:
Customer reports that their precision qid blood glucose meter was providing unspecified erratic results. The customer was feeling symptoms of hypoglycemia, and later reported to have lost consciousness. An ambulance was called, and the customer was transported to the hospital. Exact details surrounding glucose results taken at the hospital and subsequent treatment administered are unk.